Manufacturer narrative:
The insulin pump received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. The insulin pump passed the dat test at 0.0875 inches. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was under delivering. Customer¿s blood glucose was 331mg/dl at the time of incident. Current blood glucose level was 226 mg/dl. There was no air bubble and leak. Drive support cap was normal. Customer was alleging for under delivery because customer had high blood glucose. The insulin pump will be returned for analysis